Manufacturer narrative:
The device history record (DHR) was reviewed and the lot met all release criteria. The results of the investigation are inconclusive as no sample was returned. The root cause is unk. IFU warning: exposure to solutions (e.g. Alcohol, oil, aqueous solutions, etc.) May result in loss of the grafts hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Avoid excessive graft manipulation after exposure to blood or body fluids. Do not forcibly inject any solution through the lumen of the graft or fill the graft with fluid prior to pulling it through the tunnel as loss of the graft's hydrophobic properties may occur. Loss of the hydrophobic barrier may result in graft wall leakage. During tunneling, be sure to create a tunnel that closely approximates the outer diameter of the graft. A tunnel that is too loose may result in delayed healing and also may lead to perigraft seroma formation.

Event description:
It was reported that the graft is functioning properly; however, the doctor sees clear fluid leaking from the hood of the graft which is creating a baseball sized protrusion in the left arm. The doctor tried fibrin glue and a bovine patch, but these treatments were not successful. The graft was removed from the pt, and the pt is doing fine at this time.